Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with cuff eroded through urethra. Additional information reported that upon discussion with the physician, the cause of the erosion was a combination of radiation and the cuff. The cuff was explanted. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with cuff eroded through urethra. The cuff was explanted. There were no additional patient complications reported.